Event description:
It was reported between during the thrombectomy procedure on the 09-sep-2020, the patient suffered from a severe vasospasm of the m1 segment of the left mca on imaging (ceteriographie) with possible relationship between the adverse event and the subject catheter device used in the procedure. An injection intra-arterial of nimotop was required. There was a new vasospasm at the 2nd pass and the procedure was interrupted. Medication was administered. It was reported the thrombectomy procedure and an underlying condition were related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event of patient vasospasm serious.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported between during the thrombectomy procedure on the (B)(6) 2020, the patient suffered from a severe vasospasm of the m1 segment of the left mca on imaging (ceteriographie) with possible relationship between the adverse event and the subject catheter device used in the procedure. An injection intra-arterial of nimotop was required. There was a new vasospasm at the 2nd pass and the procedure was interrupted. Medication was administered. It was reported the thrombectomy procedure and an underlying condition were related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.